Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag port was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The customer reported a malfunction of the bag port which may result in a loss of manual ventilation. There was no report of patient involvement.